Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On (B) (6) 2010, patient consulted surgeon as she had the feeling of a squeaking. Before this, she had a feeling of a "snapping" in the right hip. X-rays and later revision showed a decentralisation of hip-head because of subluxation of the inlay. Revision was done on (B) (6) 2010. The cup was inconspicuous, only a new inlay and a new head were inserted. As the initial inlay was luxated, it was strictly paid attention that the revised inlay was centralised in the cup. The inlay was inserted with highest accuracy. Again, there was a decentralisation of the inlay with a hip ball still being on it's place- detected in early (B) (6) 2010. Re-revision on (B) (6) 2010.